Event description:
It was reported that the patient was septic with vegetation on the leads by transesophageal echocardiography (tee). The implantable cardiac defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies identified that required full analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead, (B)(6) 2013; competitor ipg, (B)(6) 2006; 1688tc 58 x 2 competitor lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.